Event description:
A (B)(6) male pt with aaa and common iliac artery aneurysm, underwent endovascular repair on (B)(6) 2010. The pt anatomical form was not suitable for endovascular repair because, the pt's right common iliac artery was all round calcified (1820334-2010-00512). During angiography, the physician recognized distal type I endoleak at the ipsilateral leg (right common iliac artery). The physician decided that the ipsilateral sealing was too weak, then he placed the same size add'l iliac leg. Comparing to ballooning, the leak was reduced after placing add'l iliac leg. The physician performed angiography and recognized type IV endoleak (1820334-2010-0055). The act was controlled at 230 sec during the procedure. Pt is being kept under observation.

Manufacturer narrative:
(B)(4) - keeping a pt under observation is not labeled in the IFU. (B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines, the importance of an accurate deployment. A type 4 endoleak was detected after treating a type 1 endoleak. The location of the endoleak relative to the graft of anatomy was not reported. Imaging was requested, but was unable to be returned. Etiology of the endoleak is unk at this time. It can reasonably be expected that an endoleak through porous graft material resolve spontaneously, especially after the anticoagulant diminished. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.